Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 240 mg/dl. Reportedly, an obstruction was blocking the speaker holes; customer cleaned the speaker holes, reloaded cartridge; and alarm cleared.